Event description:
Same cases as MDR ID 2134265-2013-08294, 2134265-2013-08289. It was reported that an automatic pullback failure occurred. During the procedure, the catheter would not pull back when the auto imaging function was activated. The procedure was completed with the same catheter. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).